Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 37085-40, implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The company representative (rep) reported that the patient has had good outcomes and symptoms control since implant. The patient was controlled and happy with the device system until (B)(6) 2015 when the abscess appeared. The patient presented an abscess in the extension area on her neck. The physician removed the abscess and did a pathologist analysis, they found an anaerobi bacteria. The physician didn't give the rep the specific name but it reacts with antibiotic. When the abscess was removed, the area was cleaned, the implantable neurostimulator (ins) and extensions were removed, and antibiotics were prescribed for two weeks. It was noted that the ins and extensions would not be returned to the device manufacturer due to the hospital having it for the bacteria identification. After two weeks with antibiotics the physician saw the infection was gone, so he decided to implant new extensions and ins. During the surgery the rep identified high impedances on poles 0 and 3 at the left lead and pole 0 with the right one. The pole 0 of the left lead had high impedances before the surgery with the clinician report on (B)(6) 2014, this was notified to the surgeon before closing the patient. This report was reviewed per routine to compare impedances with the old ins and new ins. Per the telemetry report on (B)(6) 2014 out of ranges impedances were: c<(>&<)>8 4,255ohms, 8<(>&<)>10 4,410ohms, and 8 <(>&<)>11 5,089 ohms. The patient had good outcomes at that time of (B)(6) 2014, patient and physician had no complaints about the system. Out of range impedance measurements after implant of the new devices were: c<(>&<)>0 8,601ohms, c<(>&<)>3 8,812ohms, 0<(>&<)>1 8 ,401ohms, 0<(>&<)>2 8,921 ohms, 0<(>&<)>3 16,598ohms, 1<(>&<)>3 9,148ohms, and 2<(>&<)>3 8,401 ohms. The surgeon decided to leave the leads like that and find another programming configuration with the patient. The physician asked the rep to program the new ins as what the physician had in the patient's record. The issue was resolved at the time of this report. The patient was alive with no injury. The indication for use included parkinson&#62688;disease. If additional information is received, a follow up report will be sent.